Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens and the surgery went well and was uneventful. Approximately three weeks later, the lens had an excessive vault, narrow angle and the intraocular pressure was elevated. Drops were administered to lower the eye pressure. The icl remains implanted and the patient is being monitored.

Manufacturer narrative:
(B)(4) - intraocular pressure rise.size incorrect for patient.(B)(4): lens implanted.